Event description:
Study data reported complications with the use of jetstream that led to distal embolization, requiring an aspiration catheter, and artery rupture, requiring stent-graft insertion. The cvit2 024 annual report on the registry data j-evt was presented for a total of 33 jetstream cases. While all procedures targeting lesions were successful, 7 cases experienced complications. Six cases encountered distal embolization, fortunately achieving reperfusion with an aspiration catheter. One case involved artery rupture, necessitating stent-graft insertion.

Manufacturer narrative:
Event date estimated based on the date the manufacturer became aware of the event.